Event description:
It was reported that the patient had a pericardial effusion. The reporter stated that the procedure was a premature ventricular contraction (pvc) case, and they were mapping the left ventricle. The physician determined that he needed to map the coronary sinus. The physician initially accessed the coronary sinus using the vizigo sheath and a swan ganz catheter to inject contrast. The physician attempted coronary sinus access using a "map it" catheter then exchanged out to a jr4 guide and an angled glide wire. While advancing the angled glide wire into the coronary sinus, the patient¿s blood pressure dropped. The physician used an intracardiac echo to identify a pericardial effusion. The physician performed pericardiocentesis and approximately 300 cc of blood was removed and the patient stabilized. The pericardial drain was left in. At the time of reporting, the patient was stable and was transferred to an intensive care unit (ICU) for further monitoring. The physician¿s opinion regarding this case was that the angled glide wire caused a perforation in the coronary sinus causing the pericardial effusion. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).